Event description:
Complainant alleged that, while attempting to defib a male patient via paddles, the device did not discharge and displayed a "poor pad contact" message. The user turned unit off and back on and the unit again displayed "poor pad contact" when attempting to discharge. Complainant indicated that, the clinician obtained another device to continue treating the patient. Complainant indicated that, there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.